Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non-sustained rv oversensing episodes during an in-clinic check was observed. Undersensing on the discrimination channel and programming changes were discussed with the physician or continue monitoring if this is the only occurrence.